Manufacturer narrative:
Product ID 8578; lot# hg0mbta04, implanted: (B)(6) 2016. Product type: catheter. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-jan-15. It was reported that there was a possible catheter fracture. The catheter was repaired by the hcp and it was confirmed that the catheter issue was two small holes in the catheter at the winged anchor site.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot #: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 22-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown baclofen (2000mcg/ml at 128mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. The patient's medical history included cerebral palsy. It was reported that the patient had increased spasticity and was scheduled for a catheter dye study. During the dye study on (B)(6) 2019 the contrast appeared to be tracking outside the spinal column. The patient was hospitalized, placed on oral baclofen, and scheduled for a revision on (B)(6) 2019. It was unknown if the event was resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.